Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2019 and mesh was implanted. It was reported that the patient underwent removal surgery on (B)(6) 2021 during which the surgeon noted that he identified the cord structures and dissected the cord structures off the mesh. He proceeded by freeing up the mesh from the pubic tubercle laterally. There was a fair amount of the floor of the inguinal canal had been removed in the process of removing the infected mesh. It was reported that the patient experienced an unknown event. No additional information was provided.